Event description:
It was reported that the patient presented in clinic in backup vvi. The device was explanted and replaced due to normal elective replacement indicator on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.